Event description:
Complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.00x12mm taxus liberte drug-eluting stent was unable to cross the distal circumflex (cx). No patient complications were reported. However, returned product analysis revealed a foreign material attached to the surface of the distal tip of the device.

Manufacturer narrative:
Returned product analysis revealed that the distal tip section of the returned device was not uniform in shape. On closer microscopic examination it appeared that a foreign material was attached to the surface of the distal tip. The tip section of the device was sent for further material testing, and the material on the tip was found to be consistent with the glue that is used in the manufacturing process for this device. This glue is used in the midshaft bonding process. An examination of the returned device found no kinks along the length of the shaft. The stent was uniformly crimped onto the balloon. No other issues were noted with the profiles of the shaft or crimped stent and balloon that could potentially have contributed to the complaint. A review of the manufacturing records indicate that the batch was manufactured in accordance with the manufacturing procedures. The most probable root cause of this complaint can be attributed to manufacturing. A CAPA has been initiated to address this issue.